Event description:
Caller alleged false negative troponin I (tni) results on triage cardiac panel test compared to the siemens vista lab analyzer for pt a. Results as follows: date (B)(6) 2012: first whole-blood (wb) draw was at 12:19; tni = <0.05, ckmb = 1.3. Sample sample from 12:19 draw was sent to the lab and run on siemens vista lab analyzer; tni = 0.16 positive, ckmb = 1.5, at 20:48 ran triage with fresh wb sample; tni = 8.33, ckmb = 53.0. The 2149 ran triage with fresh wb sample; tni = 8.78, ckmb = 41.1. Cutoff: siemens vista lab analyzer cutoff is: tni = 0.135. The triage tni cutoff is: tni > 0.05 is positive.

Manufacturer narrative:
No discrepant or low bias in tni recovery was observed with in-house testing of cardiac lot w51579. Positive calibrators yielded elevated tni results on all replicates. No sample was returned for testing. Sample interference cannot be ruled out. (B)(4). Product performed as expected, product deficiency was not established. Triage does not make a claim to correlate with siemens vista. No corrective action required at this time as no product deficiency was established.